Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump would not power on when a battery was inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/09/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the battery cap returned with the pump was missing the spring and was unable to power up the pump to the verify screen due to the missing spring. A new test battery cap was able to successfully power up the pump. The new test battery cap was used to complete investigation and exercise the pump for a 24 hr duration period. No power interruptions were duplicated during the duration test with the test battery cap. Removed the pump cover; no internal moisture damage or intermittent connections were observed. The black box shows an ¿replace cartridge¿ alarm on 12/27; deliveries were not resumed.

Manufacturer narrative:
(B)(4).